Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility that the reported phenomenon was attributed to the insufficient reprocessing of the subject device by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the stain was found on the insertion tube of the subject device during the incoming inspection for the repair at the olympus (B)(4). Since the user said that there had been the stickiness of the subject device after the subject device has been reprocessed with the over 100 degree short decontamination cycle by mistake, olympus (B)(4) determined that the subject device was done the incorrect reprocessing. There was no patient injury associated with this report.